Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, cracked reservoir tube lip, missing display cover, pillowing keypad overlay, broken belt clip rails (minor), cracked case corner of the belt clip rails near the battery compartment, cracked retainer, retainer knit line damage and scratched lcd window. Cosmetic damage was confirmed at belt clip rails during analysis. Retainer ring damage confirmed. Scratched lcd window noted. Out of box damage unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was dropped and was not staying on the body and keeps on falling. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found the scratch on the display and also found out of box damage. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and it was returned for analysis.